Manufacturer narrative:
The cases as well as the patient history have been reviewed. The product was requested for return for investigation and was refused by the customer. A review of the lot was conducted, and no anomalies were identified, additionally, there are no trends identified in post market data for the reported lot. There is insufficient information to determine/validate the reported event. Attempts to obtain the device have been unsuccessful. Per communications with the hcp, the patient may be using the device off-label and that may contribute to the refusal to return the device for evaluation. If additional information becomes available, or the device is returned, the file will be re-opened.

Event description:
Multiple medwatch reports filed (B)(6) 2025 were received on (B)(6) 2025 where the patient alleged multiple pod issues occurring on (B)(6) 2025 that are specifically related to pods with the lot# l71479. The patient reported software and hardware issues resulting in insulin delivery discrepancy, possible over delivery of insulin and lack of system safety checks subsequently resulting in hypoglycemia episode with loss of consciousness and a possible stroke. The patient also alleged the pods short circuit causing a delay in recognizing a pod has been disabled. Additionally, the patient reported a large air bubble in the reservoir which he feels should have triggered a safety alarm while implying insulet can disable safety alerts to avoid reporting. No specific blood glucose levels were reported. Patient did not provide if medical attention was required or sought. If additional information is received at a later time, a supplemental report will be submitted.